Event description:
It was reported the pump alarmed backup audible alarm. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found no external damage. A record of ?backup audible post' error was found in the device's event history log. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the mainboard was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com. B3: unknown, corrected data: health effects corrected.